Event description:
Inop noted by nurse. Stated screen was showing delivered tidal volume of 50 cc. Therapist stated vent alarming then shut down. Pt manually ventilated while rent replaced. Biomed findings: low battery indicator was on at start of test. No other alarms or errors displayed. Tidal volume set 800 ml delivered volumes ok. Ran self test and corrected 35 cm h20 leak at water bottle or leaks. Passed. Hours on vent; 22548. Vent settinfgs at time of event: assist control rate 10. Tidal volume 750, 60% o2, peep 5.